Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial #: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial #: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 11-apr-2018, UDI #: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 11-apr-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that his system seemed to be turning off itself in certain positions. The patient reported that his right side shuts on and off on its own. The patient reported that this started out of nowhere and he fell this weekend out of bed because as soon as his foot touched the floor, stimulation shut off. The patient reports that when he moved his neck someway, the stimulations shut off and this seemed to be positional. Additional information was received from the patient on 2019-06-25. The patient reported that there were no circumstances that led to the stimulation shutting off, but his leads had moved. The patient reported that he had to get reprogrammed. The patient reported that the issue wasn¿t resolved. No further complications were reported.